Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph and one sample were provided for evaluation. Visual examination of the sample and photograph noted the foreign material inside tubing is identified to be a flow restrictor. Further examination noted that the sample returned is not the reported item 490100. Manufacturing was contacted in order to identify the item and it was determined to be item 363423. This was confirmed by referencing the products drawing. The reported defect was not confirmed. Please note that per the drawing the flow restrictor is included on the 363423 set. When compared with the drawing the reported foreign material was confirmed to be the flow restrictor. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No mixed product or incorrect components were identified against item 490100 and the returned item 363423. In addition, house retain samples for item 490100 lot 0061741339 were reviewed with passing results. The house retain samples for item 363423 were unable to be reviewed because the lot number is unknown. The returned product 363423 was functionally tested per specification and the reported defect was not able to be replicated or confirmed. Therefore, no root cause could be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. It should be noted that several attempts were made to obtain additional information were not successful. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a clinician was unable to prime the tubing due to an occlusion within the tubing. A quarter of an inch long, opaque, hard substance was identified in the line that inhibited any fluid from flowing through it.